Event description:
At the end of the case, the disposable suction irrigator, strykeflow 2, continued to suction as though a button on the inside was still pressed. At this point the device was in a pocket of the drape and not touching the patient. Fluid was noted coming out as well even though the buttons were not engaged externally. The device was removed from the field, and the fluid was disconnected. The device was noted as still making noise and staff noticed it was smoking. The circulator then removed the batteries and poured fluid on the smoking piece. It was then put aside, and all the parts were saved.